Event description:
Abbott diabetes care received a noma user report which reported the following information: a low reading issue was reported with the abbott diabetes care (adc) sensor. A healthcare professional reported on behalf of a customer stating ¿readings in libre view show hypoglycemia continuously from 14/10 around 6 pm to 15/10 at 9:30 pm and further hypoglycemia from 16/10 at 7 pm until taken off 17/10 at 7:30 am. Before this, the sensor shows a clear deviation from the previous days starting on 10/10. Before this, the glucose values fluctuate somewhat, after 10/10 the reading shows a flatter curve with glucose values of 4-7 mmol/l. The reading also shows 64% of the values in the target range 3.9-10, 17% low (13% 3.0-3.9 and 4% very low values, i.e. Below 3.0) and 19% above 10 (13% 10-13.9 and 6% above 13.9). Gj.sn. Glucose 6.9, (the weeks before this usually had an average of more around 9.1). Admitted 14/10 telemark with severe diabetic ketoacidosis with unmeasurable blood sugar. Blood gas (venous): ph 6.82 / pco2 4.3 / po2 7.6 / hco3 5.3 / be -28.8 / hb 11.1 / k 7.1 / glucose not measurable / lactate 3.7. Had cardiac arrest x 2 shortly after admission. Moved from telemark to us on 17/10.¿ adc customer service attempted to contact the healthcare professional via email to gain additional details; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event. A sensor scan result of 4 mmol/l was compared to a reading of 27 mmol/l respectively obtained on a laboratory test and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event. The length of sensor wear is unknown, and it is unknown whether the customer noted a trend arrow on the device.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report section b3 (date of event) was incorrectly updated in the previous report. Correction has been made all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a noma user report which reported the following information: a low reading issue was reported with the abbott diabetes care (adc) sensor. A healthcare professional reported on behalf of a customer stating ¿readings in libre view show hypoglycemia continuously from 14/10 around 6 pm to 15/10 at 9:30 pm and further hypoglycemia from 16/10 at 7 pm until taken off 17/10 at 7:30 am. Before this, the sensor shows a clear deviation from the previous days starting on 10/10. Before this, the glucose values fluctuate somewhat, after 10/10 the reading shows a flatter curve with glucose values of 4-7 mmol/l. The reading also shows 64% of the values in the target range 3.9-10, 17% low (13% 3.0-3.9 and 4% very low values, i.e. Below 3.0) and 19% above 10 (13% 10-13.9 and 6% above 13.9). Gj.sn. Glucose 6.9, (the weeks before this usually had an average of more around 9.1). Admitted 14/10 telemark with severe diabetic ketoacidosis with unmeasurable blood sugar. Blood gas (venous): ph 6.82 / pco2 4.3 / po2 7.6 / hco3 5.3 / be -28.8 / hb 11.1 / k 7.1 / glucose not measurable / lactate 3.7. Had cardiac arrest x 2 shortly after admission. Moved from telemark to us on 17/10.¿ adc customer service attempted to contact the healthcare professional via email to gain additional details; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event. A sensor scan result of 4 mmol/l was compared to a reading of 27 mmol/l respectively obtained on a laboratory test and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event. The length of sensor wear is unknown, and it is unknown whether the customer noted a trend arrow on the device.